Manufacturer narrative:
After receiving and reviewing the legal complaint against our complaints records, it is our belief, based on the current information provided to date, that the legal complaint identified one of the patients who was reportedly infected with (B)(6) at (B)(6) hospital (see medwatch report 9611109-2015-00498 for original report). User medwatch report number mw5056456 was filed by the customer regarding the patient infections. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On august 17, 2016, sorin group received a legal complaint regarding a patient ((B)(6)) who had undergone an aortic valve and ascending aorta replacement procedure on (B)(6) 2013. After receiving and reviewing the legal complaint against our complaints records, it is our belief, based on the current information provided to date, that the legal complaint identified one of the patients who was reportedly infected with (B)(6) at (B)(6) hospital (see medwatch report 9611109-2015-00498 for original report). The procedure reportedly involved the use of a sorin heater-cooler system 3t. The patient was discharged from the hospital on (B)(6) 2013 and a checkup on (B)(6) 2013 found that the patient's post-operative shortness of breath had improved. In (B)(6) 2013, the patient reportedly began experiencing drenching night sweats, fevers of greater than 101 degrees fahrenheit, and weight loss. Over the next 24 months, the patient reportedly experienced these symptoms along with increasing fatigue, chills, aches and pains, upset stomach, cough and shortness of breath. On (B)(6) 2015, the patient was reportedly diagnosed with a possible right lower lobe pneumonia and was prescribed the antibiotic levafloxacin. According to the complaint, on (B)(6) 2015, the symptoms were continuing to get worse and the healthcare professional hypothesized that the patient was exposed to (B)(6) during the (B)(6) 2013 open heart surgery. The patient was prescribed clarithromycin, ethambutol and rifabutin to treat the potential (B)(6) infection and a chest CT scan, echocardiogram and blood acid-fast bacilli culture were ordered on (B)(6) 2015, and the patient began (B)(6) surveillance in the subsequent weeks. On (B)(6) 2015, (B)(6) was reportedly identified in the patient. The patient reported to no longer be experiencing spiking fevers, and the fatigue was subsiding. On (B)(6) 2015, testing of the patient's septum was ordered to determine if (B)(6) was present. The patient continued the antibiotic regiment (clarithromycin, ethambutol and rifabutin) in the subsequent months and on (B)(6) 2016, the healthcare professional reported that the intermittent fevers were improving. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group quality assurance. Because the facility is unwilling to disclose any new information, no further investigation is possible. If any new information is received, it will be provided in a supplemental report.

Event description:
On (B)(6) 2016, sorin group received a legal complaint regarding a patient ((B)(6)) who had undergone an aortic valve and ascending aorta replacement procedure on (B)(6) 2013. After receiving and reviewing the legal complaint against our complaints records, it is our belief, based on the current information provided to date, that the legal complaint identified one of the patients who was reportedly infected with (B)(6) at (B)(6) hospital (see medwatch report 9611109-2015-00498 for original report). The procedure reportedly involved the use of a sorin heater-cooler system 3t. The patient was discharged from the hospital on (B)(6) 2013 and a checkup on (B)(6) 2013 found that the patient's post-operative shortness of breath had improved. In (B)(6) 2013, the patient reportedly began experiencing drenching night sweats, fevers of greater than 101 degrees fahrenheit, and weight loss. Over the next 24 months, the patient reportedly experienced these symptoms along with increasing fatigue, chills, aches and pains, upset stomach, cough and shortness of breath. On (B)(6) 2015, the patient was reportedly diagnosed with a possible right lower lobe pneumonia and was prescribed the antibiotic levafloxacin. According to the complaint, on (B)(6) 2015, the symptoms were continuing to get worse and the healthcare professional hypothesized that the patient was exposed to (B)(6) during the (B)(6) 2013 open heart surgery. The patient was prescribed clarithromycin, ethambutol and rifabutin to treat the potential (B)(6) infection and a chest CT scan, echocardiogram and blood acid-fast bacilli culture were ordered on (B)(6) 2015, and the patient began (B)(6) surveillance in the subsequent weeks. On (B)(6) 2015, (B)(6) was reportedly identified in the patient. The patient reported to no longer be experiencing spiking fevers, and the fatigue was subsiding. On (B)(6) 2015, testing of the patient's septum was ordered to determine if (B)(6) was present. The patient continued the antibiotic regiment (clarithromycin, ethambutol and rifabutin) in the subsequent months and on (B)(6) 2016, the healthcare professional reported that the intermittent fevers were improving.